Manufacturer narrative:
The reported of low pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. The s-curve height was measured to be within specification.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the left ventricular (lv) lead exhibited low impedance. The lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.